Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant (i.e. Embolization coil) was not returned for evaluation; the investigation of the returned coil pusher found it to be severely stretched and entangled with a microcatheter. No evidence of activation using a detachment controller was found at the heater coil during the evaluation. Inspection of the monofilament found a non-mushroom profile, which is consistent with the implant separating due to tensile force. No notable conditions were found with the returned microcatheter. Due to the tangled state of the returned devices, it could not be determined when the stretching of the pusher occurred, but the stretching is consistent with the device experiencing forces over specification. Since the implant was not returned, it could not be determined if it had caused or contributed to the reported product issue. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a cavernous sinus fistula, the embolization coil unexpectedly detached. There was no reported patient injury or additional intervention.